Event description:
It was reported via medwatch patient's IV tacro line beeping "occluded" frequently. Rn attempted to flush white lumen where medication was infusing and lumen ruptured, causing small tear in rubber at end of lumen near the cap. Line clamped and labeled "do not use" and all medication switched to red lumen. Nocturnist made aware of line failure. Patient had cvl replaced in cvir. No other information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.